Event description:
According to the reporter: the customer reports that during surgery (spine, knee, thorax, foot). The thread does not resorb well. The first cicatrization is going fine for the first weeks but from week 3 to 5, there is an inflammatory reaction and dehiscence of the suture then a rejection of the thread itself. The customer uses lot a2b0435x. (The customer already declared similar incident see (B)(4)).

Manufacturer narrative:
(B)(4).